Event description:
Technician was performing preventive maintenance when he discovered "no power to bed with power applied" there were no reported injuries. Technician replaced the transformer and the bed functioned properly.